Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep called because they can't communicate to the ins. They noted that communication was working fine in the operating room (or), but they couldn't connect when they entered the recovery room. The call center suggested trying the clinician programmer (cp), but the communication issue persisted. The call center then suggested moving to another room to see if there was interference; the issue was then reported resolved. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.